Event description:
The customer reported a leak from a coulter lh 780 hematology analyzer. The leak was not contained within the instrument. The instrument operator was wearing gloves, goggles, and a lab coat at the time of the leak. There were no reports of direct contact with the leak. There were no erroneous results generated and patient treatment was not impacted as a result of this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse found the hose disconnected from choke ck2-b, which connects to the backwash tank. Ck2-b was replaced and the hose was reattached. Repairs were verified per established procedures. (B)(4).